Event description:
It was reported that a clearlink system continu-flo solution set was broken. Fentanyl was y-sited to propofol tubing. When disconnecting the fentanyl tubing from the propofol tubing, the connection end of the fentanyl tubing was noted to be broken. The IV pump for fentanyl alarmed downstream occlusion. On inspection of the propofol tubing and y-site connection, there was no apparent tubing located within propofol tubing. Both IV lines were changed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that piece luer lock body was cracked broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.